Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2 implantable collamer lens, diopter -14.0 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2019. Intraoperatively, the lens was removed. An alternate lens was successfully implanted on (B)(6) 2019. Reportedly, no patient injury occurred and the cause of the event was user error.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found an optic tear and haptic tear. (B)(4).